Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following instructions for use: gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced poor water supply. The event was found during the procedure. The intended diagnostic procedure was completed using the same set of equipment. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus, there was no delay in the start of precleaning, the customer flushed the air/water nozzle with water and air, there was no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, the customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customer¿s allegation of poor water supply flow was confirmed, and was due to the clogging of the nozzle, water removal ability did not meet the standard value. The clogged nozzle was from insufficient reprocessing and cleaning. Additionally, the following findings were also identified, and are as follows: the adhesive on the bending section cover (a-rubber had a chip, adhesive on the bending section cover had a crack, adhesive on the bending section cover had a white-clouded area, the switch button 1 had a scratch, the switch button 3 had a scratch, the switch button 4 had wear, the image guide protector had a scratch, the protector of the universal cord on the control section side had a scratch, the plastic distal end cover had a dent and a scratch, the connecting tube had a scratch, the connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.